Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 1 of 4. The home patient (hp) stated they disconnected during the dwell, but they did not press stop or place the cap on the patient line. The hp reconnected and the hc alarmed se 2240. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.